Event description:
It was reported that patient underwent a revision surgery of his artificial urinary sphincter (aus) due to balloon leaked. All components were explanted and replaced. A new aus was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.